Event description:
This is the same event and the same pt report under MDR ID # 2939859-2000-00142. This is the first MDR submited for the first suspect product. Six weeks after injection with bovine collagen the pt developed erythema, swelling and induration in the areas injected. Pt was treated with temovate topical cream, and celestone injections. Treatments were somewhat effective.